Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis. Reportedly, the customer experienced difficulty breathing, loss of appetite, diarrhea and vomiting. Reportedly, the customer required assistance from contacts to address bg level with gatorade and was treated with manual injections. Reportedly, a malfunction alarm occurred. No additional information was provided.